Event description:
The customer reported an unexpected negative reaction on the echo. The customer stated that a patient sample run in gel received a 1+, but a negative reaction on the echo for antibody screen and ID.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention crrid, lot id118 and capture-r ready screen 3 (crrs) lot r057, used by the customer at the time of the event. The reactivity of the fya antigen was confirmed on returned crrid lot 119, returned by the customer. The customer did not return sample for investigation testing.